Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) had a blip artifact seen on the electrogram. Technical services (ts) was contacted, and ts discussed that the blip was not sensed or marked as noise but was a discarded beat. Ts also noted there were two premature ventricular contractions (pvcs) which were undersensed due to the sensing algorithm and the amplitude of normal sinus beats. The s-ICD system remains in service. No adverse patient effects were reported.